Event description:
It was reported that during insertion of the PICC line, a piece of the spring wire guide separated and became imbedded in the subcutaneous tissue. A surgical peocedure was performed to remove the piece of wire. There were no pt complications.